Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported needle stick injuries occurred with 28 clinicians due to the lids on bd vacutainer® urine complete cup kits "getting stuck" making them difficult to pull out. There was no report of medical intervention.